Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse observed bubbles in the dilution syringe interconnect tubing, determined to be the cause for the discordant sodium result. The fse replaced the interconnect tubing and ran qc. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on a dimension exl instrument for one patient. The same sample was repeated the same day and resulted lower. The initial falsely elevated discordant result was reported to the physician. The customer obtained an instrument error on (B)(6) 2013: insufficient / excess integrated multisensor technology diluent in port that led them to rerun samples. The same sample run on (B)(6) 2013 was repeated on the same instrument on (B)(6) 2013 and resulted lower. It is unknown if the lower result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.